Event description:
It was reported the actuator on the rps350-1 powered lift is malfunctioning.

Manufacturer narrative:
(B)(4)- follow up #001. Initial (B)(4) issued MFR. Report # 3004493922-2013-01679, indicting the brand name as ac powered lift with a common device name of 880.5500. The correct brand name is non-ac powered patient lift with a common device name of 880.5510.